Manufacturer narrative:
(B)(4). Investigation - evaluation a review of documentation, complaint history, quality control, specifications, and instructions for use (IFU) was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describe the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU listed under contraindications "patients with a systemic infection who may be at increased risk of endovascular graft infection." Additionally potential adverse events that may occur and/or require intervention include, but are not limited to: "infection of the aneurysm, device or access site, including abscess formation, transient fever and pain." Patient counseling information includes " physicians must advise each patient that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Aneurysm rupture may be asymptomatic, but usually presents as: pain; dizziness; fainting; repair heartbeat or sudden weakness." Based on the provided information and results of the investigation a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. The appropriate personnel will be notified and monitor will be continued for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Verzini, fabio, md, phd, febvs et al; "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft." Society for vascular surgery 2016; 1-12. The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. The article states that one late fatal rupture was attributable to device infection. The infection was left untreated.